Event description:
N/a.

Manufacturer narrative:
Updated field: b1, b2, b3, d9, g3, g6, h1 (type of reportable event), h2, h3, h6 (codes updated), h11. Additional information received indicating the following: 1. Date of the incident: (B)(6) 2025. 2. What type of procedure was performed? Subocciptial neoplasm crani. 3. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did the imaginary line pass through an axial center line of the skull? Yes. 4. Did each pin engage the cranium in a perpendicular approach? Yes. 5. Was there a delay in surgery due to product problem? None. 6. Was the device in contact with the patient? Yes. 7. Was there a revision/medical intervention required? The skull clamp was replaced with another clamp with the original tagged and removed from service. Small laceration was noted and closed with stapler. 8. How was the procedure completed? The procedure was completed. 9. Patient outcome/current condition? Surgery was completed and patient went to pacu. 10. Please provide patient information: hippa can not disclose this information.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate any slippage. When the clamp was properly positioned and put under pressure, it did not slip. Unit was recently repaired and is still in good working condition and does not require any repairs at this time. As a result, the unit will be returned to the customer without needing any repairs. We are unsure if patient injury was involved or not, so as a precaution, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional device deficiencies observed except that the unit showed signs of cosmetic wear. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint, and the unit passed all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient slipped out of the mayfield composite series skull clamp (a3059) while pinning. No patient injury or surgical delay has been reported. Additional information has been requested.